Event description:
It was reported that during an abdominal perineal resection procedure, the screw on the handpiece was shorn off. They swapped out for another handpiece and the same thing happened to the screw on the second handpiece. Third handpiece worked fine. No pt consequence.